Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was discarded therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event includes prying and/or leveraging on the device during use or mechanical damage to the device, such as hitting the device with another device prior to use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by user.

Event description:
It was reported that a piece of the drill broke during cartilage refixation and remains in the patient's bone. Surgery went well and incident was not recognized during surgery, it was discovered post-operatively. The drill piece is visible in post-operative radiographs. The dart is well incorporated into the cartilage and bone. Surgery was successfully finished. Patient is doing well.